Event description:
It was reported that the cartridge was intermittently leaking from the o-ring. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.